Event description:
It was reported that, upon inflation of this inflatable penile prosthesis (ipp), the patient heard a popping sound. Following this, the ipp was no longer functional. A surgical procedure was performed, during which a tear, with resultant fluid leak, was confirmed in the left cylinder; fluid was found in the scrotum. The entire device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.